Event description:
It was reported that during cardiomemes implant, the physician had difficulties advancing the sensor through the sheath. The sensor was retracted and upon inspection, it was noted that the distal loop/tether was raised. A second sensor was passed through the sheath and implanted with no additional complications. Due to the extended procedure time, additional sedation was required. There were no reported adverse events.

Manufacturer narrative:
The investigation codes along with investigation results will be provided in a subsequent submission.